Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown; therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. H11 additional narrative: added: d10.

Event description:
It was reported that there was a fracture of a ceramic head on a corail stem. The patient required revision surgery. It¿s the second time the patient had a ceramic head fracture on this stem.

Manufacturer narrative:
Product complaint # ==> (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees hat the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d4 catalog. Corrected: d1, d2a. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: fracture of a ceramic head on a corail stem. It¿s the second time the patient had a ceramic head fracture on this stem. The product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device along with a manufacturing investigation performed by supplier. Visual analysis of the returned device found that the hip ba bio 28mm 12/14 + 8.5 has fractured into four large and eleven small fragments. However, the ceramic femoral head cannot be completely reconstructed from the delivered fragments. There are fragments missing which could potentially yield further information if they were available. There are metal transfer patterns of erratic appearance on the polished surface and on the fracture surfaces. This secondary metal transfer was probably produced by chafing between the metal parts and the ceramic fragments after the primary fracture event and during the surgical procedures. Such patterns do not provide any information about the cause of the fracture. In case of symmetrical, and therefore correct, taper fit between the ceramic femoral head and the metal taper, thin concentric lines (primary metal transfer) are expected over the whole circumference in the region of the taper top. The expected primary metal transfer can be found with varying intensity on the cone of the femoral head. Additionally, metal transfer can be located in region of the taper top, taper center and taper bottom. However, it cannot be conclusively determined whether this metal transfer occurred prior to or after the primary fracture event. From the surfaces, it is obvious that fragments were chafing against each other in the period between the primary failure event and the delivery of the fragments. Due to this mechanism, intensive chipping occurred at fracture surface edges and on the fracture surfaces. Therefore, further information was probably lost which may otherwise have been helpful in the failure analysis. If the primary fracture event is caused by hoop stresses inside the conical bore of the ceramic femoral head, the primary fracture surface coincides with the femoral head axis. Additionally, its appearance is very smooth and flat. Here, the primary fracture surface and the fracture origin cannot be determined due to the referenced secondary damage and missing fragments. On the polished surface of the femoral head an area of metal abrasion can be found. The occurrence of this metal transfer is a consequence of recurring contacts with the metal stem after the primary fracture event of the femoral head. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. A manufacturing records evaluation (mre) was not performed as not jnj valid lot number was able to be retrieved for this device due to the missing fragments. The overall complaint was confirmed as the observed condition of the hip ba bio 28mm 12/14 + 8.5 would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing records evaluation (mre) was not performed as not jnj valid lot number was able to be retrieved for this device due to the missing fragments. H11 additional narrative: added: d4 (primary UDI number). Corrected: h3.